Event description:
A (B)(6) male underwent fenestrated evar on (B)(6) 2013. Per complaint form: placement of the proximal and distal fenestrated grafts were placed along with a contralateral spiral z iliac limb and an ipsilateral extension iliac limb. After placement, all overlap and seal sites were ballooned with a code 32mm diameter molding balloon. On the final angio an endoleak was observed which was coming from the distal aspect of the aneurysm. The catheter was pulled down into the left iliac and an angio was performed which showed contrast coming from the limb which the physician (dr (B)(6)) believed to be a type 3 endoleak. An additional spiral z limb was placed inside the contralateral limb and deployed. Another angio was performed which showed no endoleak after placement of the second zsle limb in the left iliac. Additional information received on (B)(6) 2013: physician said there was a 1.5 stent overlap and thinks the hole was caused by stent fracture.

Manufacturer narrative:
Endoleaks are labeled in the IFU. Event eval: still under investigation.